Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the pessary string broke off the pessary while attempting to remove and the string pulled out leaving the pessary inside the consumer. Consumer had to go to medical professional to have the pessary removed.